Event description:
Health professional reported the explant of a lap-band access port due to a "port infection." The pt presented to the emergency dept with the access port "visible and eroding through the surface of the skin." Pt also complained of losing "very little weight" since implantation. The port was explanted on (B)(6) 2009 and replaced on (B)(6) 2012.

Manufacturer narrative:
Taper ii. It was reported that the device was discarded when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Port extrusion, infection, visibility/palpability and inadequate weight loss are surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses visibility/palpability as follows: "precautions: care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments." Device labeling addresses extrusion as follows" "it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body." Inadequate weight loss is addressed in the labeling: "caution: insufficient weigh loss may be a symptom of inadequate restriction (band too loose). Or, it may be a symptoms of pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate."